Manufacturer narrative:
Lot number: hcg9090029. Expiration date: 08/2011. Control lot: 20miu/ml hcg urine lot: hcg100223-01, 100miu/ml hcg urine lot: hcg090521-01, 236.1ml hcg urine lot: hcg091103-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 236.1/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a false negative hcg result with one patient urine sample. Customer obtained false negative hcg result which was confirmed positive in the lab with blood sample. Customer is not sure that method was used in the lab. No information on patient's age or medication. Test was not repeated with another cassette.